Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via the manufacturing representative (rep). The rep reported it was never determined what caused the motor stalls. The rep planned to return the pump for analysis. The patient was receiving effective therapy following the replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving an unknown intrathecal medication via an implanted pump for non-malignant pain. The event/difficulty occurred on (B)(6) 2018 during normal use. The patient¿s pump went into a motor stall on (B)(6) 2018 per the doctor and he reported the patient had not experienced any symptoms of withdraw. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. It was also unknown if any diagnostics/troubleshooting were performed. The patient was being authorized for pump replacement and managed with oral pain medications in the meantime. The doctor was trying to add the patient onto the surgery schedule for (B)(6) 2018, depending on authorization and surgery availability. The issue was not resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ other medications the patient was taking at the time of the event were unable to obtain, not available. The patient¿s weight and medical history were unknown, but the rep would follow up for more information (at replacement). No further complications were reported/anticipated or expected.

Manufacturer narrative:
Patient code is no longer applicable. The evaluation codes have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative 2018-jul-11. Per the pump logs, the rep reported the patient's first motor stall occurred on 2018-(B)(6) at 23:42, and the patient heard the pump alarming at that time. However, the pump logs provided indicated a motor stall recovery occurred on 2018-(B)(6)at 01:42 with a subsequent motor stall and recovery on 2018-(B)(6), at 03:56 and 12:23, respectively. An additional motor stall occurred 2018-(B)(6) at 15:49 and recovered on 2018-(B)(6) at 12:16. The logs indicated a subsequent motor stall occurred on 2018-(B)(6) at 23:42 and recovered on 2018-(B)(6) at 00:37, as well as an additional motor stall on 2018-(B)(6) at 13:07, which recovered 2018-(B)(6) at 02:16, and stalled again 2018-(B)(6) at 04:36, with a "stopped pump period may exceed tube set message" on 2018-(B)(6) at 04:36. The stall recovered on 2018-(B)(6) at 10:35. The patient reported more difficulty getting out of bed and walking roughly two days after the alarming began. The patient also experienced increased pain and denied having nausea/vomiting/diarrhea. The patient's pump was replaced on the day of the report, 2018-(B)(6) . The catheter aspirated without difficulty with both the old pump and the new pump, therefore, the catheter was not revised. The patient's medication dose was decreased to 2mg/day of morphine, in simple continuous mode with 0.2mg/bolus x2 boluses/24 hours. It was reported the device had been used to deliver 6.0 mg/ml of morphine at 2.6407 mg/day and 9.0 mg/ml of bupivacaine at 3.9611 mg/day. It was reported the patient's medical history included: niddm (non-insulin dependent diabetes mellitus), htn (hypertension), hyperli pidemia, and ddd (degenerative disc disease).

Manufacturer narrative:
Evaluation of implantable pump (B)(4) revealed residue in the motor gear train and wearing on the upper shaft of gear number two. The evaluation codes have been updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.